Manufacturer narrative:
Additional information: b5, d9, h3 correction: h6 - annex e and annex f h3 ¿ the device is not being returned for evaluation. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported in additional information received 12mar2026, that the device did not make patient contact. The wire was not withdrawn or manipulated through a needle. The device was discarded and is not available for return. Date of event remains unknown.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3 - occupation: novant health product recall management coordinator g4 ¿ PMA/510(k) #: exempt this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the wire guide from a wayne pneumothorax tray was "frayed". At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.